Event description:
The physician was accessing a mass and going directly above a rib, which was a tough angle. The patient was breathing and changed position slightly during the procedure, but as the doctor was getting the aspirate the outer cannula broke. It was just under the skin and they were going to try to get it out, but in the transfer from CT to ir, it became lodged in farther and they were unable to get it out. The patient was transferred to (B)(6) for surgery. The nurse in the case said it was just another biopsy until that happened, nothing special about it. Surgery was required of the patient to remove the portion of the needle that was stuck in the patient. On (B)(6) 2013, the following additional/clarified information was provided by the customer (B)(6): the 19gx10cm introducer that comes with the act2015 is actually what broke. The introducer was inserted into the patient and the physician took an aspirate. Since the aspirate contained pus, the physician decided not to perform the biopsy (therefore, the actual biopsy needle was never used). The physician then replaced the introducer's stylet into the introducer and this is when the physician noted that all of a sudden it was moving strangely and when the physician pulled it out, he noticed approximately 5cm of the outer cannula was missing; the stylet was intact. The 5cm of outer cannula was in the patient, verified by CT. The patient was transferred from (B)(6) where a cardiothoracic surgeon removed the 5cm of outer cannula from the patient. The patient is now doing well and has been discharged from (B)(6). The customer noted that this has never happened before and there was no difficulty noted during insertion of the introducer. This was a normal, routine, biopsy procedure. Partial sample of the defective product is available (not the portion of the outer cannula that was stuck in the patient). An unused sample from the same lot is also available for evaluation.

Manufacturer narrative:
(B)(4). Two samples were received for evaluation, both from the same lot number. One of the samples was used and only half of this needle was received. The other was unused and still in its protective pouch. During visual inspection of the used pp needle that is part of the entire unit, it was noted that the outer cannula was broken while the stylet (inner cannula) was still in good condition. There were no manufacturing issues noted that could have contributed to the needle breaking. Regardless, the reported condition was confirmed. The unopened sample was also evaluated and there were no defects noted. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Specifically, the inspection procedure requires applicable manufacturing personnel to perform visual, functional, and dimensional testing prior to releasing the product. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This included review of the raw material used during the manufacturing process of this product. The most probable root cause could not be determined as during evaluation of the personnel, method, and material involved in the manufacturing of this product, no issues were found that could relate these to the for the reported condition. However, it is considered that the breakage could be a result of the patient's movement during the biopsy procedure. Although the most probable root cause could not be determined, all applicable quality inspection personnel have been made aware of this report in order to raise awareness. In addition, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.